Event description:
It was reported that patient presented for scheduled procedure. During procedure, it was noted that lead exhibited noise, failure to sense and failure to capture. The lead was ultimately not used and replaced with new lead. Patient condition was stable.

Manufacturer narrative:
Additional information was requested but not received.